Event description:
Customer reported a hospitalization event for their high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of hospitalization was 897 mg/dl. The customer stated she was throwing up and feeling lethargic prior to the hospitalization. She also stated that she had a bolus delivery which lowered her blood glucose to 596 mg/dl prior to the hospitalization. She also reported a bent cannula. She stated the cause of her hospitalization was diabetes ketoacidosis. The customer was treated for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.